Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) was stretched. A different lp was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of stretched helix was confirmed. The leadless pacemaker was returned for analysis. Visual inspection found no anomaly on the inner helix and outer helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.